Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery cap was "gritty". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed evidence of battery alarms, pump reboots and voltage drops. The pump powered on with the returned battery cap. Current electrical draws were within specifications. There were no battery life issues duplicated during investigation. The battery cap was able to fully tighten; however, the cap threads were damaged. Unrelated to the original complaint, the battery compartment was intact, but there was evidence of moisture contamination inside and on the underside of the battery cap. Also unrelated, the keypad was torn at the down arrow button, but all of the buttons responded properly. The keypad was removed and moisture contamination was found under the up and down arrow and ok button contacts. The leak test passed and the pump case was removed and there was no evidence of additional moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.